Manufacturer narrative:
(B)(4). D10 - medical product: unknown femoral component catalog # unknown lot # unknown unknown tibial component catalog # unknown lot # unknown multiple MDR reports were filled for this event: 0001822565-2024-00570 0001822565-2024-00571 reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. H3 other text : product location unknown

Event description:
It was reported patient underwent a revision procedure due to unknown reason. Attempts to obtain additional information have been made; however, no more is available.